Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a protruded and loose drive support disk. The functional tests could not be performed due to the alarm. The insulin pump had minor scratches on the display window, a cracked case at the display window corner, cracked belt clip slot and a cracked reservoir tube lip.

Event description:
It was reported that the customer's drive support cap was sticking out from the insulin pump. The customer pushed the cap in and immediately felt a shooting pain, indicating that she had delivered insulin to her body unintentionally. She wanted research done as soon as possible because there was a chance she was pregnant. Her blood glucose level was 336 mg/dl. She noticed her blood glucose levels were increasing. The customer was advised to revert to a back up plan. The product was returned. Nothing further to report.